Event description:
Ela medical received info that this pt passed away in 2004, after a ventricular fibrillation episode; shocks were delivered by the implanted device and an external shock was also delivered to reduce the vf episode; however, pt death was already confirmed.